Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a less buttons responsive and squirts insulin when priming. Customer stated that insulin pump had unexplained no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test. No button error alarm noted upon testing. No prime or fill anomaly noted. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. However, pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin at keypad assembly. (B)(4).